Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6) 2012; 6935 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. An accurate longevity estimate was obtained by remote transmission the following day. The programmer remains in use. No patient complications have been reported as a result of this event.